Manufacturer narrative:
(B)(4). Concomitant medical products: 6f, 11f, 14f sheaths, lignocaine, heparin, proglide sutures (x3). (B)(4). A partial UDI is being reported because the lot number was not provided. The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the foot pulling through the vessel wall and patient effects; however, the loss of arterial access and subsequent treatments appear to be related to circumstances of the procedure. The lot history record and query of the complaint database for similar incidents were not reviewed as no lot number was provided. Based on a review of the reported information, there is no indication of a product quality issue with respect to design, manufacture, or labeling of the device.

Event description:
It was reported that suture placement of two proglide devices was completed in the right common femoral artery, via a 6f sheath, using a pre-close technique, prior to a popliteal aneurysm stent graft. The sheath was upsized to 11f and 14f and the stent graft was completed. The preplaced proglide sutures were tightened but hemostasis was not achieved. A third proglide device was used with the same results. Reportedly, with the fourth proglide device, the device was pulled back to gain resistance against the vessel wall; before firing the needles the open footplate came through the anterior wall of the cfa and blood spurted around the proglide which was then removed. Manual arterial compression was applied to control the bleeding. The patient was taken to surgery for a cutdown procedure to repair the damaged artery and to achieve hemostasis. There was a clinically significant delay in the procedure or therapy. The patient was given lignocaine. A blood transfusion was given. Hospitalization was extended due to the issue with the proglide device. It was reported that the physician is trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.